Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The pump screen was removed and replaced with a test screen and the display was found to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis investigated the pump and found that the display screen was faded and discolored. This report is made based on the results of investigation.